Event description:
This leas was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical service on (B)(6) 2016 stating that this lead exhibited impedance less than 20 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).